Event description:
Customer reported readings of 20 & 295 mg/dl completed within 10 minutes on one adc meter. Test performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. There wwas no report of death, seriour injury or mistreatment associated with this event.